Manufacturer narrative:
H.6. Investigation summary two photos were provided for evaluation. One photo shows four sets of packaging blisters with hand written notes: ¿different colors¿, ¿needle w/dirt inside¿, ¿empty/missing needle¿, ¿damaged needle¿; the other photo show needle tip with a magnification of possibly 100x+ where the needle tip has variations in the bevel size, they don¿t look damaged or with any other defect. Without a sample no analysis can be performed; therefore, probable root cause can¿t be offered for the reported defects; except for the empty missing needle. This is from the packaging process. The needle assembly is placed in a nest, then the top web is laid out on the top and sealed, after that it is placed in the shelf box. It could have happened that the needle assembly was not placed in the nest and not detected in the next process. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. H3 other text : see h.10.

Event description:
It was reported that an needle 26x3/8 ib contained foreign matter and had a coring issue. The following information was provided by the initial reporter: "it was reported that needles are either different colors, have dirt inside packaging, missing, damaged, or coring where the bevel is different. Issue: first photo was the sample when we first qualify bd, second and third photo were the sample we are getting from recent shipment but the third one have the highest occurrences of complaints from our customer. If I need to set up a meeting to discuss all issues let me know. We have a total of 4,185,395 in our inventory excluding the two ncr that we are requesting RMA. The two new lot number that was rejected during the weekend still included but all those inventory is currently on hold."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an needle 26x3/8 ib contained foreign matter and had a coring issue. The following information was provided by the initial reporter: "it was reported that needles are either different colors, have dirt inside packaging, missing, damaged, or coring where the bevel is different. Issue: first photo was the sample when we first qualify bd, second and third photo were the sample we are getting from recent shipment but the third one have the highest occurrences of complaints from our customer. If I need to set up a meeting to discuss all issues let me know. We have a total of 4,185,395 in our inventory excluding the two ncr that we are requesting RMA. The two new lot number that was rejected during the weekend still included but all those inventory is currently on hold."